Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Investigation results: investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the first inflation, the balloon had already ruptured from a pinhole, and the pressure could not be applied. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.